Event description:
It was reported that the patient presented during an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high impedance, failure to sense and failure to capture. The rv lead was not used and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and the reported event was not confirmed.

Manufacturer narrative:
The reported events of high pacing lead impedance, failure to capture and sense were not confirmed. The right ventricular (rv) lead was returned in one piece for analysis. Electrical analysis, visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage.